Event description:
An 8 french cone tipped catheter was used to perform a right retrograde pyelogram. Patient had upper to mid ureteral stenosis presumably from either xrt (external radiation therapy) injury or some form of retroperitoneal process worrisome for sequela from gastric carcinoma. A 0.035 benson guide wire was passed through the scope and advanced up the right ureter. Resistance was met in area of upper to mid ureter. An 8 french ureteral catheter was used to help manipulate the wire up until it's tip coiled nicely in right renal pelvis. The 8 french catheter was then pushed over the wire until its tip could be seen in the left upper ureter. A 10 french coaxial sheath was then passed over the 8 french catheter to help dilate the ureteral stenosis. The 8 french catheter and 10 french sheath were then removed. Began placing a 6 french x 26 centimeter double j stent over the wire pushing it into place by using a metal capped pusher. During this maneuver, under fluoroscopy apparently the table went down while the stent was being pushed into place. Once it was noted the fluoroscopy was not actually working, pushing of the stent was stopped. X-ray staff were called to evaluate machine. Once the image was obtained again, it became evident that the stent had been pushed too far up into the right ureter. The wire was removed. The stent did not displace and distal j loop remained coiled in the mid to distal ureter. The proximal j loop remained coiled in the right renal pelvis. Cystoscope was used to try to place another 0.035 benson safety wire. Resistance was met where the stent was located. Semi-rigid ureteroscopy was performed and was able to visualize the stent and manipulate a 0.035 benson guide wire through the ureteroscope and up the right ureter until it's distal floppy tip was noted to coil in the right renal pelvis. Scope was then backed out over the wire. Scope was replaced alongside wire in the right ureter. Multiple attempts with multiple different instruments were used to try to grasp the distal end of the ureteral stents, but were unsuccessful. During attempts to grasp the stent a small tear was made in the ureter. Procedure aborted at this point. A 20 french indwelling foley catheter was placed. Safety wire whose distal tip was in the right renal pelvis extending down the right ureter through the bladder and through the urethra was left in place. External portion of wire sutured to foley catheter. The wire and foley catheter were taped to inner upper thigh. Urine pink tinged. Overall, patient tolerated procedure well. Right percutaneous nephrostomy tube placed in interventional radiology. Right percutaneous nephroscopy done the next day with removal of the malpositioned stent and replacement of a correctly positioned ureteral stent.